Event description:
It was reported the video system center displayed black color bars and when the camera head was connected, it went black. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: (d9 ¿ device availability): should be marked as ¿yes,¿ return date: 09/17/2024. New information added to the following fields: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. Based on the investigation results, black color bar appears, and screen goes black when camera head is attached. The root cause could not be identified. Presumably, the black color bar appears and screen goes black when camera head is attached due to a communication error with the scope caused by the effect of bent video connector socket pins. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿labeling review: not applicable because there is no evidence obtained that the problem is caused by misuse of the user.¿ olympus will continue to monitor the field performance for this device.